Event description:
It was reported this balloon ruptured well beyond its rated burst pressure during a last ditch effort arteriovenous fistula graft dilatation procedure. Following withdrawal of the balloon catheter it was noted the balloon material had detached and remained in the graft. No attempts were made to retrieve the balloon material. A temporary dialysis catheter was placed at that time. The pt will undergo graft revision at some time in the future. The pt's condition is good. The device has been retained by the user facility. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Follow-up also revealed this balloon was inflated well beyond its rated burst pressure. Co beleives the above factors contributed to this event. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions for use state: "the rated burst pressure should not be exceeded... Inflation in excess of the rated burst pressure may cause the balloon to rupture...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."